Event description:
It was reported the customer received a blank display after changing their battery. The customer stated their insulin pump would spontaneously turn off, causing the customer to have diabetic ketoacidosis one night. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 113 mg/dl at the time of the call. Customer also stated their blood glucose reached over 600 mg/dl previously. The customer's insulin pump will be replaced due to their request. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has minor scratched lcd window.